Event description:
I am a worried mom. I took my daughter to have an annual eye exam. The od suggested to us to take an optomap and told us it is completely safe and it is similar to taking pictures using a digital camera. The technican took 4 optomap pictures of my daughter's right eye and 3 pictures of her left eye. That evening, she complained about her eyes felt heavy and a bit sore. Since then she complained eye felt like mom cutting onion. She felt especially uncomfortable at bed time. During the daytime, she said she tried to avoid looking at the sky or bright light and looked more towards the ground. She mentioned that her desk lamp seemed much brighter now and hurt her eyes. Her eyes looked tired and kind not clear. -the white part- she said that the upper part of her eyes hurt more. I checked internet about optomap and relaized it uses laser beam. I called the od office. They told me nothing went wrong, I should not worry and the od even told me she should take more pictures of the eye from every angle. I do not know what to do and worry that taking the optomap caused bad damages to my younger daughter's eyes. I tried to take her to hosp to see an eye dr, but they told me the appointment will be scheduled out to november. I hope my daughter's eye will soon recover. It is really a heartache to see my daughter not feeling well and I am scared.